Manufacturer narrative:
Continuation of d10: product ID: a820, roduct type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding an external device to an implantable pump infusing morphineand fentanyl via an implantable pump. It was reported that the patient was having a hard time with the app on their communicator. The caller stated it was taking quite a bit to get into the app and it was not connecting or doing anything real. The agent offered to assist caller with clearing the data on the communicator to speed up the connection, but caller stated the patient was able to bolus without any issues during the call. The patient will call back if any issues persist.